Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. The customer noticed a partial display after they replaced the batteries. The customer observed corrosion in the battery compartment. The meter display is partial and flickers. There was no allegation that any test results had been misinterpreted.

Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.